Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported during a site visit the tubing came apart at the upper fitment on the medical intensive care unit. The separation occurred with set #(B)(4). The clinician could not recall what medication or fluid was infusing, or the event date. The tubing was not saved. The clinician could not recall any further details.